Event description:
It was reported that during the trial procedure, the trial leads contact broke. The contacts remained in the patients body. Additional information was received that the patient underwent a removal of the contact broke from the trial lead. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-2316-50e sn: (B)(6). The returned trial lead was analyzed, and visual inspection revealed that the distal tip and electrode number 1 were separated from the distal array, and both were not returned. The cables were exposed at the damaged portion of the lead. This kind of anomaly is consistent with the damages done to a lead when the orientation of the insertion needles bevel is facing down, or the angle of the insertion needle is greater than forty-five degrees.

Event description:
It was reported that during the trial procedure, the trial leads contact broke. The contacts remained in the patients body.

Event description:
It was reported that during the trial procedure, the trial leads contact broke. The contacts remained in the patients body.